Event description:
I was tricked into getting a defib/pacer device and this device is killing me; I was only having palpitations and my new primary doctor that I was going to get a regular check up put this oxygen monitor on my finger and rush me off to ER. I do have a thyroid problem that makes me have fast heart rhythm. This device is killing me and there is no one to help me. This device is inside my chest and I'm sure it is not the device he showed on me on the surgery table. Very small device. The one I have is protruding out my chest, with "ostiscure" lead, "boston scientific battery, with st. Jude leads, and I believe there are osticure leads. " something just not right with this device.

Event description:
Additional information received from reporter on 03/29/2018 for report number mw5067823. Reporter stated that the doctor should not have implanted the lead for her condition, atrial fibrillation since it could have been treated with medication. The patient was experiencing adverse effects after the implant such as kidney disease, regurgitation and liver failure. She was also saying that she did not get any help from the physician who implanted the device.

Event description:
I was tricked into getting a defib/pacer device and this device is killing me; I was only having palpitations and my new primary doctor that I was going to get a regular check up put this oxygen monitor on my finger and rush me off to ER. I do have a thyroid problem that makes me have fast heart rhythm. This device is killing me and there is no one to help me. This device is inside my chest and I'm sure it is not the device he showed on me on the surgery table. Very small device. The one I have is protruding out my chest, with "ostiscure" lead, "boston scientific battery, with st. Jude leads, and I believe there are osticure leads. " something just not right with this device.